Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and an issue of air backflow into the sheath occurred. It was reported the physician discovered that air was coming toward the side of the preface® guiding sheath with multipurpose curve. They turned it off to the patient, flushed the preface® guiding sheath with multipurpose curve, and drew back the preface® guiding sheath with multipurpose curve to check it and the issue was resolved temporarily. The bwi representative stated that the issue happened a second time and the physician stopped the procedure. They replaced the preface® guiding sheath with multipurpose curve and the irrigation tubing and the issue was resolved. It doesn¿t appear any bubbles were introduced to the patient. The physician paid close attention to the sheath and closed it off to the patient and flushed the line. No interventions were needed. The bwi representative spoke to the physician and the patient was doing good. No signs or symptoms of stroke or any other medical condition.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and an issue of air backflow into the sheath occurred. It was reported the physician discovered that air was coming toward the side of the preface® guiding sheath with multipurpose curve. They turned it off to the patient, flushed the preface® guiding sheath with multipurpose curve, and drew back the preface® guiding sheath with multipurpose curve to check it and the issue was resolved temporarily. The bwi representative stated that the issue happened a second time and the physician stopped the procedure. They replaced the preface® guiding sheath with multipurpose curve and the irrigation tubing and the issue was resolved. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 18110136 identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the completed mre, the h4. Device manufacture date has been populated with 17-may-2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).